Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification with no isig readings detected. The lab transmitter was checked for proper use and operation and passed per specification.

Event description:
While reporting differences between sensor glucose and blood glucose level readings, customer reported that her blood glucose level was 425 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.